Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via a pump implanted for spinal pain and chronic low back pain. It was reported that the patient went through withdrawal twice. The date this occurred was unknown. This happened when the health care provider switched the medicine in the patient's pump. The patient's back hurt a lot. The patient had to go to the hospital to be put on a morphine drip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.